Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 33.3 mmol/l which was treated with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.